Event description:
Complainant reports upon removal of the catheter the cuff/balloon could not be emptied. The catheter had been in place for 24 hr.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was reported that the routine is then to cut the catheter but, it did not work as the doctor had to puncture the cuff/balloon with help from a cystoscope, and this worked. Catheter's use was being discontinued. A quality evaluation was performed on (B)(4) 2014. No sample was rec'd from customer. Only the product lot# 406678r001 and cat# mm51161210 was available to assist in record review. Review of the assembly work order did not reveal any signs of slow deflation and collapsed airline detected during the inspection. A review of the past two years (2012-2013) complaint history records revealed that there was a small percentage of the complaints related to non deflation were manufacturing related. Corrective actions have been taken to address the confirmed complaint cases. A review of the in-process functional test reports for dip codes ((B)(4)) did not reveal any signs of such defect detected during drainage testing. Samples taken from this manufacturing lot met specifications when subjected to functional testing in accordance to (B)(4). Since the actual product was not returned, further investigation in determining and confirming the root cause of product failure could not be carried out. No add'l patient/event details have been provided to date. Should add'l info become available a f/u report will be submitted.